Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with differences between the sensor glucose reading and the blood glucose readings. Customer's blood glucose reading was 138 mg/dl. Customer's sensor glucose reading was 74 mg/dl. Customer received a cal error at the time of comparing the numbers. Troubleshooting was performed and customer was advised that pressure at site or position of the sensor may be possible causes for the differences in readings. Customer was advised to monitor the issue and to change the sensor if issue continues. Replacement sensor will be sent to customer. No additional information provided.

Manufacturer narrative:
One opened/used enlite sensor was inspected and tested, and failed per specifications due to low readings.